Manufacturer narrative:
The failing unit was returned under returned goods authorization number (B)(4). The failure analysis lab evaluated the unit at the customer settings and was able to duplicate the reported issue and isolate it to a faulty amplifier. The unit was then returned to the factory service department where the amplifier was replaced and the 7,000 hour preventative maintenance was performed per manufacturer specifications and the unit returned to the customer.

Manufacturer narrative:
Carefusion complaint number: (B)(4). Upon completion of the evaluation or in the event that additional information becomes available a follow-up report will be submitted.the customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4).

Event description:
The customer stated that "while running on a patient the piston centering knob keeps drifting and the amplitude will drift when the piston drifts. The piston is re-centered and the amplitude will go back to what they want but the piston keeps drifting and they would like a replacement rental unit. There was no compromise noted to the patient."